Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based on the device inspection results, the suggested event was not confirmed. Adhered foreign material to the electrical contact of the video connector and video system center may have caused temporary contact failure. Based on this information, it was presumed that there was temporary contact failure on the electrical contact of video connector/video system center, or abnormality of peripheral devices. The instructions for use (IFU) state the following for detection of the suggested event during inspection: 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli [white light] and nbi [narrow band] endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The image worked as intended. There was no stain, no flickering, no dots, and passed the fog test. The light guide tube was manipulated, and the bending section was angulated without any image issues. All switches worked. No leak found. The scope passed the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the endoeye flex deflectable videoscope presented a black image and acted like it wanted to come on but never did. There were no leaks when reprocessing the scope. The issue was found at reprocessing. No other devices were involved in the event. No patient harm reported.